Event description:
It was reported that in 2009, a pt underwent a navigated knee replacement surgery. At approximately 6 weeks later, the pt sustained a femur fracture on the affected leg. The fracture occurred when the pt made a twisting motion with the leg. A brace was given to the pt as a result of this event.

Manufacturer narrative:
On june 5, 2008, a recall of the IFU for this part number was initiated. The IFU was updated to include new warnings regarding aspects of percutaneous pin placement during navigated knee surgery. These additional warnings were added to help mitigate the risk of femur fractures. The account referenced in this medwatch form was notified of this change and responded to the recall on 09/18/2008. A surgeon letter was sent to this account on june 16, 2008 discussing in detail the additional warnings and mitigations.